Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 41 mg/dl at the time of incident and the current blood glucose level was 296 mg/dl. The customer was treated with food. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported customer does not allege pump was over delivering. The device will not be retuned for analysis.